Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with a history of pulmonary embolus had a vena cava filter deployed successfully. The patient was in stable condition at the conclusion of the procedure. Approximately one year post filter deployment, the patient underwent attempted filter retrieval; however, multiple attempts to engage the cone of the filter were unsuccessful. There were no complications and the patient tolerated the procedure well. Approximately three weeks later, the patient underwent successful retrieval of the embedded filter. Completion venacavogram showed mild stenosis and irregularity at the prior filter attachment site. There was no evidence of acute thrombosis or caval injury, and gross inspection of the retrieved filter specimen showed all filter legs and struts completely intact with no evidence of filter detachment. The plan was to admit the patient for overnight observation. No further information was provided regarding the status of the patient. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The filter was unable to be retrieved during a removal procedure; however, the filter was retrieved percutaneously at a later time. The status of the patient was not provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with a history of pulmonary embolus had a vena cava filter deployed successfully. The patient was in stable condition at the conclusion of the procedure. Approximately one year post filter deployment, the patient underwent attempted filter retrieval; however, multiple attempts to engage the cone of the filter were unsuccessful. There were no complications and the patient tolerated the procedure well. Approximately three weeks later, the patient underwent successful retrieval of the embedded filter. Completion venacavogram showed mild stenosis and irregularity at the prior filter attachment site. There was no evidence of acute thrombosis or caval injury, and gross inspection of the retrieved filter specimen showed all filter legs and struts completely intact with no evidence of filter detachment. The plan was to admit the patient for overnight observation. No further information was provided regarding the status of the patient. Investigation summary: the device was not returned. Images were not received. Medical records were provided and reviewed. Approximately one year and a month post deployment, an attempt was made to retrieve the filter but was unsuccessful. Approximately a month after the unsuccessful attempt at removing the filter, the filter was successfully removed. There were no other specific deficiency alleged for tilting in the provided medical records. Therefore, the alleged difficulty of filter removal is confirmed, and inconclusive for the alleged tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The filter was unable to be retrieved during a removal procedure; however, the filter was retrieved percutaneously at a later time. The status of the patient was not provided.